Event description:
The customer called spacelabs healthcare to report that their xhibit central station displays had frozen and become unresponsive. No patient or user harm was reported. Spacelabs technical support guided the customer through a device reboot but the screen remained unresponsive. The next day the customer reported the issue had resolved. The cause of the reported issue could not be determined.